Manufacturer narrative:
Once the sample is received, an investigation will be initiated per our procedures. When the investigation is complete, the results will be forwarded to the FDA via a follow up MDR.

Event description:
"During dressing change, staff notice PICC line to be leaking at the point where the butterfly hub meets the line." No patient information provided.